Event description:
It was reported that the patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized the same day for the reported event. The patient was treated with unspecified antibiotics (does, route and frequency unknown). During the hospitalization, the patient's pd regimen was changed up to 2.5%. The patient was discharged from the hospital and was considered to have recovered from the reported event. The pd therapy was ongoing. Additional information was requested, but is not available at this time. This is report 3 of 3.

Manufacturer narrative:
(B)(4). On an unreported date, the patient was re-admitted to the hospital for insertion of a new catheter.

Manufacturer narrative:
(B)(4). Catalog number and lot number of the device were unknown, but the patient's potentially associated transfer set was either 5c4482 or 5c4483. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed on potentially associated lot numbers h13e31025 and h13f05068 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for these, but it did not indicate any issues related to the complaint. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).